Event description:
It was reported that this right ventricular lead exhibited low out of range shock impedance measurements. This device was then reprogrammed to a single coil configuration with acceptable measurements obtained and stable. No adverse patient effects were reported.